Event description:
Consumer stated the eq tbp flseff rf 3ct falls out during use. Thanked the customer for taking the time to contact us and sharing his/her experience with the product. Called consumer, spoke to daughter; the bristles fell out, she didn't know if he still had them. Tufts coming out. Product not returned.